Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and additional findings include; due to wear of forceps elevator lever, up/down knob could not be locked securely. Suction cylinder had discoloration. Charged coupled device unit was in the position of charged coupled device cable limited length for repair. Due to damage on ultrasonic probe, the number of missing element exceeded the standard value. Due to damage on acoustic lens (did not reach to the glue-layer), displayed ultrasound image was defective. Objective lens had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of knob wire, the forceps raising angle did not meet the standard value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation that the gastrovideoscope had a gap of adhesive acoustic lens and ultrasound probe. There were no reports of patient harm.